Manufacturer narrative:
(B)(4).

Event description:
During the implant procedure, the stylet could not be removed from the lead. The lead was replaced and the patient was stable.

Manufacturer narrative:
No conclusion code available. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts and visual inspection of the lead did not find any anomalies. After soaking the lead, the field stylet was able to be removed. There was blood and body fluid noted within the inner coil lumen that prevented the field stylet removal during the implant procedure.